Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a decreased in its left ventricular (lv) pacing. Technical services (ts) was consulted and reviewed the stored electrogram (egm), with it containing an oversensed signal that resulted in pacing inhibition. Ts discussed available programming options. This crt-d remains in service. No adverse patient effects were reported.